Event description:
Opening gelfoam - absorbable gelatin sponge-size 100 in the operating room suite, the outside paper cover torn and did not peel open causing the product to be wasted and trying to find one that peels open, so the gelatin sponge can be dropped on the sterile field and used. We are having regular problems with the outer wrap not peeling, as it did before. The outer wraps are tearing the paper and not unwrapping the sponge. Waste of product, time and potential contamination risk to the surgical field. Dose or amount: 100 sq cm, route: top.